Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device damaged by another (explanted stent) was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the packaging was not returned. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. It was reported that the 2.75 x 48 mm xience skypoint stent and 2.75 x 33 mm xience skypoint stent were implanted successfully. During retraction of the procedural guide wire there was reported resistance and the guide wire was reportedly trapped inside the guide catheter. The whole system was pulled out. When everything was pulled out, the physician noticed that the two implanted xience skypoint stents were explanted with the non-abbott guidewire outside the body. Interaction with the implanted stents and procedural guide wire likely resulted in the reported explantation of the implanted xience skypoint stents. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The other stent referenced in b5 is being filed under a separate medwatch report number.

Event description:
It was reported that the 4.5 x 18 mm xience skypoint stent delivery system (sds) was attempting to cross the left main into the lad (left anterior descending coronary artery) lesion, and the assistant accidentally inflated the delivery system to 2 atmospheres. When this was recognized, it was deflated and removed intact on the balloon. The 2.75 x 48 mm xience skypoint stent was implanted in the lad and the 2.75 x 33 mm xience skypoint stent was implanted in the lcx (left circumflex coronary artery). At the end of the procedure, the non-abbott guidewire was being removed, but the guidewire got trapped in the lcx. It was difficult to remove the non-abbott guidewire. There was a lot of resistance. The non-abbott guidewire was trapped inside the guide catheter and the whole system was pulled out. When everything was pulled out, the physician noticed that the two xience skypoint stents came out along with the non-abbott guidewire outside the body. The patient was treated with another 2.75 x 33 mm xience skypoint stent in the lcx, followed by another 2.75 x 48 mm xience skypoint stent in the left main to lad using the crushed technique with excellent results. There were no adverse patient effects. No additional information was provided.